Event description:
It was reported the pt ((B)(6)) is unable to communicate with the ipg via the charging system or pt programmer. The pt has allegedly not recharged the device since having shoulder surgery in (B)(6) 2012. An appointment with the physician has been scheduled.

Manufacturer narrative:
This ipg serial number was included in field advisories; 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.